Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit would shut down occasionally during cases. It was further reported that there were no adverse consequences.